Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on (B)(6) 2024 . The blood glucose level of the patient was 560 mg/dl which was treated by multiple daily injection and correction bolus via pump. The site was patient's thigh. No further information was available.